Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. The ligator head was placed properly onto the gastroscope and was inserted into the patient's body. During the procedure, the physician suctioned to grasp the varices, and then deployed the band; however, the bands did not deploy off of the ligator. When the physician suctioned other varices, the same problem happened and the band was not ligated onto those particular varices. The physician immediately removed the scope and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).